Manufacturer narrative:
The autopulse li -ion battery in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported during device check, the li-ion battery (sn: (B)(4)) was indicating four green leds when the status button was pressed; however, when the battery was inserted into the autopulse platform, it was displaying an error message "replace battery/charge". When the battery was inserted into the multi-chemistry charger (mcc), it was indicating fail (red) led. The battery was last charged successfully on (B)(6) 2017. The customer follows three battery rotation as recommended by zoll. The platform used is working as intended for use with other li-ion batteries. No patient involvement was reported.